Event description:
Litigation papers allege the device needed to be surgical removed and replaced due to loosening and failure. **update** (B)(6) 2011 - additional litigation papers received. They allege that patient also experienced metallosis. Additionally, it was noted that the doi was (B)(6) 2006 and the dor was (B)(6) 2008. Patients dob and surgeon were reported. Complaint reopened to add femoral head.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.